Manufacturer narrative:
(B)(4).

Event description:
Clinic notes from a visit on (B)(6) 2016 were received regarding a replacement referral where it was noted that the patient's generator was showing an end-of-life message. The specific message was not provided in the notes. A change in the patient's seizure frequency was noted. Follow-up from the physician provided that the device settings, but was not able to provide the specific battery status indicator. Diagnostics were provided to have been performed february 2016, but results were not provided. Additional relevant information has not been received to-date. The explanted device has not been received by the manufacturer to-date.

Event description:
A review of downloaded data from the date of surgery, (B)(6) 2015 provided the battery voltage was 3.300 volts and 0.87% of the battery had been consumed. Seizure detection had been turned on and the heartrate was being detected.

Manufacturer narrative:
(B)(4).

Event description:
Analysis was completed for the returned generator. The report of end-of-service and failure to program were duplicated during analysis. The generator would not interrogate and as a result, several tests were unable to be performed. With the pulse generator case removed, and the battery still attached to the printed circuit board assembly, the battery measured 0.055 volts confirming an end-of-service condition. The battery was removed and the printed circuit board assembly was subjected to an electrical test. Results show that the pulse generator module failed several electrical tests. Fine grit sandpaper and isopropyl alcohol were used for the removal of observed contaminates from the trimmed edge of the printed circuit board assembly. After the trimmed edge of the printed circuit board assembly was cleaned, an electrical test was performed. Remaining residual material on the printed circuit board assembly edge after the test tab removal manufacturing process resulted in increased current consumption out of specification for both standby and pulsing modes of operation, and may have been the contributing factor for the reported allegations of end-of-service and failure to program.

Event description:
The explanted generator was received for analysis, which is underway but has not been completed to-date. It was reported by the company representative present at the surgery that the device was not able to be interrogated during surgery, or in the physician¿s office.